Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues at the abutment site. Subsequently in (B)(6) 2013 (day not reported), the patient underwent a procedure for soft tissue revision. The implanted device remains.